Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. Intra-aortic balloon pump (iabp) was used. During the procedure, steerable guide catheter (sgc) and clip delivery system (cds) was inserted into the patient and brought into the left atrium and was brought into the left ventricle. When attempted to grasp the leaflet, it was impossible to grasp the leaflet due to the chordae attached to the posterior leaflet. Physician decided to discontinue the procedure. The final mr was grade 3+. There were no adverse patient effects or clinically significant delays reported.